Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a cori surgery, in the cleaning process, the inner parts came off from the ri robotic drill attachment. Since incident occurred after procedure, no patient was involved.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment(japan) rob10015, sn (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The drill attachment shaft is blocked. A functional evaluation was performed. A kpc test was performed and failed. A bur could not be inserted due to occlusion of the bearings. The 2nd ball bearing's outer shields were spun off causing blockage in the shaft of the drill attachment. The most likely cause of this event is mechanical failure of the shaft bearings. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.